Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering observed that the blade was exposed. The jaws had dried blood, and eschar, which obstructed the blade channel. The unit was dis-assembled, and engineering observed that the blade was damaged. Based on the condition of the returned unit, the event unit was unable to cut due to the damaged blade. Applied medical is unable to determine the root cause of the damage to the blade based on the evaluation of the returned unit, and the description of the event. The probability and criticality of harm resulting from this failure have been evaluated, and were found to be at an acceptable level. This report is a combined initial and follow-up report.

Event description:
Procedure performed: rectum resection. Incident description: translation ame: after several 100 activations* the blade could not be actuated, despite regular cleaning. The shaft squeaked from the beginning when rotating. Patient status: no effect on the patient.